Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported motor error and they were able to clear as well as rewind the insulin pump. The insulin pump will be returned for analysis. Frn-mmt-unk-rsvr, unomed set.